Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-16763. It was reported that the system was explanted and replaced due to infection leading to oozing below the pocket. The patient was stable before and after the procedure.